Event description:
It was reported by a vns patient's mother that the patient who was implanted with vns in (B)(6)2009, was sedated for a procedure about one month ago and while sedated, the anesthesiologist informed the mother that the patient had arrhythmia. The patient went to a cardiologist a week later, and an echo cardiogram was performed which indicated good heart function however, the measurements were off a little. The patient was going to follow up with the cardiologist in about 18 months. Follow up with the neurologist revealed that it was unk whether or not the arrhythmia was related to vns. The arrhythmia did not occur with stimulation. There were no causal or contributory medication or programming changes prior to the onset of the arrhythmia. Good faith attempts to obtain additional information have been unsuccessful to date.